Event description:
It was reported that during the implant procedure, there were low ventricular thresholds and loss of capture at 4 volts. It was also reported that the device ventricular lead port setscrew seemed to be stripped. The device was not implanted and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).